Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed "ascii codes" was confirmed during the functional testing. The root cause of the reported complaint was a defective processor board. During functional testing, the lcd screen showed pixelated ascii codes upon powering up, confirming the reported complaint. The processor board was replaced to address the reported complaint. The autopulse platform was further tested with the instrumented manikin and lrtf (large resuscitation test fixture) for approximately 15 minutes each, and the platform functioned as intended. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn(B)(6).

Event description:
The crew reported that the autopulse platform (sn (B)(6). Displayed "ascii codes" on the field and was not reproduced by the customer when tested at the station. No further information was provided. The patient's status information was requested, but the customer did not provide a response.